Manufacturer narrative:
On march 01, 2024, mentor re-evaluated the file. It was determined that wound infection should be removed from the file and that breast abscess more accurately reflects the information received. Manufacturer¿s reference number: (B)(4). In the initial report, h6. Health effect - clinical code should have been populated with abscess (e172001).

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: early onset seroma, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 400cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced an early onset seroma as well as a staph infection in her right breast, which were confirmed by a medical professional. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel xtra breast implant on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.